Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 2 patient samples on a cobas c 503 analytical unit. The customer questioned the initial results which prompted them to repeat the patient samples. For sample 1, the initial a1c-3 result was 21.3%. The repeat result was 5.01%. For sample 2, the initial a1c-3 result was 9.18%. The repeat result was 7.96%. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer changed the sample probe. The field service engineer (fse) performed adjustments of the cuvette washing station. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.